Event description:
Customer called customer service on (B)(6), 2010 and reported that due to a delivery issue involving a replacement meter she was unable to test while on her vacation and subsequently experienced tachycardia, vertigo and a stomachache. Customer was unable to state when the medical event actually occurred. Customer self-presented to a local healthcare facility where she was diagnosed with severe hyperglycemia and treated with insulin, an intravenous infusion of unknown type, a "breathing treatment" for her respiratory distress and had her heart "checked". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. No further investigation will be undertaken as case does not involve a product problem. Customer's products were subsequently replaced via a field exchange.